Event description:
It was reported that pump touchscreen was cracked and shattered while customer was playing a sport, causing screen to be illegible and unresponsive and preventing further interaction with pump. Customer¿s blood glucose level was at 15 mmol/l. Customer gave correction insulin by injection using multiple daily injections, planned to use multiple daily injections as backup therapy, and was provided instructions by technical support to place pump into storage mode, return damaged pump, and then program pump settings and reconnect continuous glucose monitor on replacement pump that was arranged under warranty.